Event description:
Tandem diabetes model t:slim x2 with control-iq insulin pump failed, stopped delivering insulin, without warning or error codes. Patient using tandem pump (for years) went to emergency room due to run-away blood glucose levels and possible dka. Had to revert to manually injecting insulin to avoid death. Patient has been an insulin pump user for about 20 years. Patient tried every means known to diagnose problem; vendor support was not help in resolving problem. Patient had blood glucose levels >>400 and blood ketones; dka imminent. Hospital tested for numerous alternate explanations. Patient changed infusion sets/sites 3x, new cartridge, verified pump settings; verified potency of insulin. Vendor support on sunday and monday morning was ineffective. FDA safety report ID # (B)(4).